Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5043389) on 03-aug-2015. The most recent information was received on 25-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe cramping') and pain ('pain') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicectomy. Family history included endometriosis. In 2005, the patient experienced abdominal pain (seriousness criterion medically significant), pain (seriousness criterion medically significant), menorrhagia ("very heavy menstrual cycles/ severe periods with blood clot"), alopecia ("loss of hair") and hirsutism ("facial hair growing") and was found to have hormone level abnormal ("hormone imbalance "). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have weight increased ("weight gain") and experienced ovulation pain ("pain during ovulation"), ovarian cyst ("ovarian cyst"), mood altered ("moody"), asthenia ("no energy"), libido decreased ("sex drive decreased"), dyspareunia ("pain during sex") and sciatica ("sciatica"). The patient was treated with surgery (exploratory laparotomy done in (B)(6) 2013). Essure (ess205) treatment was not changed. At the time of the report, the abdominal pain, pain, menorrhagia, alopecia, hirsutism, hormone level abnormal, weight increased, ovulation pain, ovarian cyst, mood altered, asthenia, libido decreased, dyspareunia and sciatica outcome was unknown. The reporter provided no causality assessment for abdominal pain, alopecia, hirsutism, menorrhagia and pain with essure (ess205). The reporter considered asthenia, dyspareunia, hormone level abnormal, libido decreased, mood altered, ovarian cyst, ovulation pain, sciatica and weight increased to be related to essure (ess205). The reporter commented: still waiting for hystrectomy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5043389) on 03-aug-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe cramping') and pain ('pain') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicectomy. Family history included endometriosis. In 2005, the patient experienced abdominal pain (seriousness criterion medically significant), pain (seriousness criterion medically significant), menorrhagia ("very heavy menstrual cycles/ severe periods with blood clot"), alopecia ("loss of hair") and hirsutism ("facial hair growing") and was found to have hormone level abnormal ("hormone imbalance "). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have weight increased ("weight gain") and experienced ovulation pain ("pain during ovulation"), ovarian cyst ("ovarian cyst"), mood altered ("moody"), asthenia ("no energy"), libido decreased ("sex drive decreased"), dyspareunia ("pain during sex") and sciatica ("sciatica"). The patient was treated with surgery (exploratory laparotomy done in (B)(6) 2013). Essure (ess205) treatment was not changed. At the time of the report, the abdominal pain, pain, menorrhagia, alopecia, hirsutism, hormone level abnormal, weight increased, ovulation pain, ovarian cyst, mood altered, asthenia, libido decreased, dyspareunia and sciatica outcome was unknown. The reporter provided no causality assessment for abdominal pain, alopecia, hirsutism, menorrhagia and pain with essure (ess205). The reporter considered asthenia, dyspareunia, hormone level abnormal, libido decreased, mood altered, ovarian cyst, ovulation pain, sciatica and weight increased to be related to essure (ess205). The reporter commented: still waiting for hysterectomy quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: reporter added. New events ovulation pain ,weight increased ,ovarian cyst , mood altered ,asthenia ,libido decreased ,dyspareunia were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.